Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached 400 mg/dl. The patient was complaining of stomach pain and was vomiting. The ketones were mild. For treatment, the patient was put on a intravenous (IV) of fluids and pepcid for the stomach pain. The pod was worn between 36 and 48 hours on the leg. The pod was discarded. The patient was transferred to the intensive care unit (ICU) and is still in the hospital.